Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address chronic dislocation attributed to malpositioning of the cup. Poly wear of the liner was also reported.

Manufacturer narrative:
(B)(4).

Event description:
Pinnacle ppf, pfs and medical records received. Pfs and ppf have no allegation for the right hip. After review of medical records for MDR reportability, it was stated that the patient was revised to address instability and multiple dislocations in its lateral and superior direction. Revision notes reported a defect at the acetabular component posteriorly, and the iliopsoas tendon and surrounding periosteum were sleeved off during the surgery and was repaired. It was also indicated that the cup was 70 degrees vertical. There was a 10 degree face-changing liner with augmented high wall portion of the liner placed directly inferiorly or a resulting angle function of 80 degrees with some superior wear present.

Manufacturer narrative:
Gtin: (B)(4). (B)(4) was used to capture surgical intervention. Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.